Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose level was 1000 mg/dl. Reportedly, emergency medical technicians were contacted and transported the customer to the emergency room where they were subsequently admitted to the intensive care unit (ICU) with high ketone levels which were identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.